Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin.